Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had triggered the threshold suspend. Customer's sensor glucose was 55 mg/dl and blood glucose was 100 mg/dl. Customer's blood glucose at time of call was 328 mg/dl and sensor glucose was 188 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.